Event description:
It was reported that while the patient was in the emergency room, the patient's heart rate was noted to be approximately 30 beats per minute while programmed in ddi mode. The device was reprogrammed to ddd mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.